Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted to address the infection.

Manufacturer narrative:
A patient had an infection at the lead site was reported to abbott. The patient was prescribed antibiotics which resolved the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. In an update it was reported the patient had her complete scs system explanted on (B)(6) 2024 due to reoccurring skin infection. There were no complications during the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, patient had an infection at the lead site. Patient was prescribed antibiotics. Which resolved the issue.

Manufacturer narrative:
A patient had an infection at the lead site was reported to abbott. The patient was prescribed antibiotics which resolved the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.